Event description:
Bled for the first 10 months straight, severe sharp stabbing pains in the stomach and rectum and pelvis, lower back pain, tingling in the hands and feet muscle spasms in the neck, severe migraines, painful intercourse, bleeding after intercourse, bleeding from the rectum, pain when walking and sitting, nausea and vomiting, metal taste in the mouth, uncontrollable mood swings, depression and anxiety, vitamin d deficiency, blurred vision, random pains in my head and around my eyes.